Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported seeing everything with a blue hue. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 04/29/2008, 04/30/2008 and 05/14/2008 by phone, fax, and mail. Additional information was received 04/29/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on 05/23/2008.